Manufacturer narrative:
The customer has had no further issues since the service visit. Based on the data provided, the cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). On 08-sep-2020 the field service engineer (fse) visited the customer site. The fse made some adjustments and checked multiple parts of the instrument. The fse found that the vacuum nozzle was not tightened and the nozzle was tightened. Ise checks were acceptable. The customer ran calibration and qc which were acceptable.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 8000 ise module. The initial result was 131 mmol/l. The repeat was 136 mmol/l. No questionable results were reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.